Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit works only on alternating current (ac) power. Reportedly, the unit can only be turned off with the circuit breaker or removal of the ac cord. The battery appeared depleted. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04jan19. Date rec'd by MFR: 03jan19. The customer had a power switch replacement on hand. The customer replaced the defective power switch to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.